Event description:
It was reported that patient received a notifier for multiple episodes of non sustained lead noise which appeared to be external noise. Device remains implanted and the nsln alert was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.